Manufacturer narrative:
A ge service rep performed an onsite investigation. The errors could not be reproduced. The voltages were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up intermittently during a procedure. No pt injury was reported.